Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, described as ¿peritoneal inflammation¿. The cause of the peritonitis was reported to be due to diet (no further detail was provided). On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug added intraperitoneally (dose and frequency were not reported). At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. No additional information is available.